Event description:
Customer reported that the respiration rate on the dpm 6 monitor is not functional. No patient injury was reported.

Manufacturer narrative:
Correction included replacement of dpm 6 mpm module.